Event description:
It was reported that the log files showed that the patient allowed the 14 volt batteries and the external backup battery(ebb) to drain completely on 2 different occasions. The first occurred on (B)(6) 2019 @ 7:32 and the second occurrence was on (B)(6) 2019 @ 0:29. During both of the events the pump stopped and the controller clock reset to the default setting of (B)(6) 2001 1:00. Due to the clock resetting we can not determine the length of time the pump was off. Noted the patient is at times sleeping on battery power which is not recommended. Sleeping on battery power may be contributing to the patient not responding to the low voltage advisory & hazard alarms. Both of these events occurred at times when a patient might be sleeping. The patient should be advised to always connect to the power module/mobile power unit(mpu) for sleeping or when there is a chance of sleep. No further information provided.

Manufacturer narrative:
Section d4 and h4: additional information manufacturer's investigation conclusion: the evaluation of the submitted log file confirmed a pump stop due to depleted external batteries and the external backup battery. The submitted log files contained overlapping data from an indeterminable amount of time due to the system controller clock being reset. The earliest time recorded was (B)(6)2019 at 1:37:17pm and the last time recorded before the clock was reset is (B)(6)2019 at 1:10:56am. On (B)(6)2019 at 5:33:43am, a low battery advisory alarm was active. At 6:14:09am, the alarm was followed by low battery hazards, no external power alarms, and then the external backup battery was engaged. The pump remained in power save mode until the ebb depleted and the pump stopped for an unknown amount of time. This sequence of events is consistent with the depletion of the patient's batteries, causing the pump to stop, and the controller to reset. The next time stamp after the system controller clock was reset was (B)(6)2019 at 2:05:41pm. On (B)(6)2019 at 12:23:06am, a low battery advisory alarm was active. At 12:59:40am, the alarm was followed by low battery hazards, no external power alarms, and then the external backup battery was engaged. The pump remained in power save mode until the ebb depleted and the pump stopped for an unknown amount of time. This sequence of events is consistent with the depletion of the patient's batteries, causing the pump to stop, and the controller to reset. The patient remains ongoing on vad support and no further issues have been reported at this time. The hm ii lvas IFU, as well as the patient handbook, provides important information regarding the heartmate batteries, including outlining monitoring battery charge level and replacing depleted batteries. These documents outline all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected data.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Log files were submitted for review. The pump stop on (B)(6) was due to the patient allowing the 14 volt external batteries and the ebb to drain. When this occurs the pump will stop & the controller clock will reset to the default time stamp. Due to the clock resetting we are unable to determine the length of time the pump was off. Once adequate power was restored the pump returned to operating at the set speed of 9000 rpm. It was reported that the patient was "doing fine" and was unaware of the pump stop with no adverse events. It was reported through log file analysis that the patient is sleeping on battery power and this appears to have contributed to this event since it did occur at a time when patient maybe sleeping. There were no other unusual events recorded in the log file. The mcs equipment is operating as intended. No further information was reported.